Manufacturer narrative:
The instrument was returned incomplete; i.e., without the broken-off tip. The coating had been removed from parts of the tip and shaft components by improperly performed grinding, indicating that the device had been subject to rework by unauthorized third parties. Microscopic examination additionally revealed marks on the sliding component, also indicating improperly performed rework. Too much material was removed during the repair process, weakening the cutting edge of the instrument and ultimately causing the device tip to break off.

Event description:
During an l4-5 posterior fusion with transforaminal lumbar interbody fusion the tip of the instrument broke off. The surgeon used forceps to retrieve the instrument piece with no complications. An x-ray was not necessary, the procedure was completed as planned and the patient recovered as planned.